Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection and myocardial infarction occurred. The lesion was located in the right coronary artery. A 3.00x32mm taxus liberte' drug eluting stent was advanced to the lesion but was unable to cross. A dissection of an unknown artery occurred, causing a myocardial infarction. The cause of the dissection was not indicated. The patient was managed medically and it under observation. Additional information has been requested but is unavailable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.